Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested, however no response has been received to date: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. During use, the suture broke off of the needle. There were no reported patient consequences.